Event description:
It was reported that during a stenting treatment procedure, deployment difficulties were encountered.the target lesion details are unknown. The physician noted that when using the epic self-expanding nitinol stent, the thumb wheel moves too easily causing the stent to jump or move forward when starting to deploy it. The physician used extra precaution when deploying the stent. The stent was well positioned and well apposed at procedure end. No patient complications reported. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4).device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).